Event description:
The dealer states that the brake lever is seized on the back of the motor.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.